Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is dark and difficult to read. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended replacing the ui assembly. The device most likely has a 1st generation lcd. Fse should replace either the 6 parts that are needed to update the unit to 2nd generation lcd or just replace the ui assembly. The rse dispatched a field service engineer (fse) for onsite repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.